Event description:
It was reported that at the completion of interrogation of the implantable cardioverter defibrillator (ICD), an anomaly occurred when accessing the print menu on the programmer whereby half of the report selections were grayed out, and the retrieving data wheel spun in the upper corner of the screen. It was unknown whether the issue was related to ICD or the programmer. The representative waited 20 min and abandoned the process, only printing half of the report. There were no episodes recorded. When the "old episodes" box was selected, several episodes could be seen though this was not selected during the attempt to print. The available selections of the report were printed; the grayed-out selections were not. An attempt was made to clear episodes, but the data spun wanting to continue reading data before clearing. The session was therefore ended. Other device function was normal during interrogation. There were no patient consequences.